Event description:
It was reported that during an ablation procedure, cold pixels appeared near the probe during heating. The user left off the foot pedal and the cold pixels diminished "somewhat" but did not completely eliminate the phenomenon. The power was reduced from 120% to 100% which did not change the effect. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.